Event description:
It was reported that far p-wave oversensing resulting in inappropriate vf detection was observed via remote transmission. Oversensing could not be reproduced in-clinic. The physician reprogrammed the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.